Event description:
The registered nurse reported the patient dealing with constipation and the doctor advised him to go into the hospital. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported this patient presented to the emergency department (ed) on (B)(6) 2025 with abdominal pain, nausea and vomiting. The patient experienced constipation at the same time, and it was originally believed that the abdominal pain was attributed to ongoing bowel issues. It was affirmed that the patient¿s constipation was not the result of a deficiency or malfunction of any fresenius product(s) or device(s), rather it was an anticipated consequence of normal pd therapy. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the ed on (B)(6) 2025 presented with candida parapsilosis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency and duration not reported) to address the infection. The patient was not admitted to the hospital and released home on an antibiotic regimen. The patient is scheduled for a pd catheter (not a fresenius product) removal in an outpatient procedure due to the nature and severity of infection. The patient has since been transitioned to hemodialysis (hd) on an in-center basis in anticipation of the catheter removal and to allow his abdomen to heal. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he will continue hd therapy on an in-center basis.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea and vomiting. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to nonadherence to aseptic technique as reported by a medical professional. Nonadherance to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin, and gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The registered nurse reported the patient dealing with constipation and the doctor advised him to go into the hospital. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported this patient presented to the emergency department (ed) on (B)(6) 2025 with abdominal pain, nausea and vomiting. The patient experienced constipation at the same time, and it was originally believed that the abdominal pain was attributed to ongoing bowel issues. It was affirmed that the patient¿s constipation was not the result of a deficiency or malfunction of any fresenius product(s) or device(s), rather it was an anticipated consequence of normal pd therapy. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the ed on (B)(6) 2025 presented with candida parapsilosis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency and duration not reported) to address the infection. The patient was not admitted to the hospital and released home on an antibiotic regimen. The patient is scheduled for a pd catheter (not a fresenius product) removal in an outpatient procedure due to the nature and severity of infection. The patient has since been transitioned to hemodialysis (hd) on an in-center basis in anticipation of the catheter removal and to allow his abdomen to heal. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he will continue hd therapy on an in-center basis.